Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cause of the high impedance was not determined. The patient was programmed to a different contact. It was also reported that the patient mistook the eri message for the ins being off. The ins was not off. The ins was replaced and a result of the normal eri message, there was no early depletion.

Event description:
It was reported that the patient still had 1 year on their implantable neurostimulator (ins) for end of service (eos) that no one seemed aware of as this was the first elective replacement indicator (eri) indication and the patient thought their dbs was off. The patient will be having an implantable neurostimulator (ins) replacement. The legacy left lead electrode 0 had high impedance. Monopolar - 4957, and bipolar pairs ranging from 4,354 to 5,615. The patient was currently programmed with electrode 0 and 1. It was reviewed that given the high impedance, the drain on the battery might be an issue as well as potential to get out of regulation (oor).

Manufacturer narrative:
D10. Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3387-40, (lot: unknown); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.